Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was 262 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.